Manufacturer narrative:
On the (B)(4) 2015 the field service engineer (fse) was dispatched. The fse reported the pm 136 (bf probe stepper motor) not moving wash assembly correctly. Replaced pm 136 and verified proper operation. Ran substate background, passed. Ran customer qc, passed. No further action required by field service. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaint with similar events the probable cause of the event was bf probe stepper motor failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 4336 wash y positioning with their aia- 900 system. Customer stated the first time the error occurred they were able to get by it but on the last patient of the day the error returned. Technical support (ts) had the customer check the wash prope tips and the error still occurred. Customer requested service in order to address the reported issue which resulted in delay reporting of results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.